Manufacturer narrative:
H.6 investigation summary: "material #: 368650 lot/batch #: 2279077 bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that there was a safety shield failure. The following information was provided by the initial reporter: safety shield fell when it was being closed.